Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced a brief sensor communication issue in which the ilet temporarily did not display blood glucose, followed by spontaneous restoration of the reading. No adverse clinical symptoms were reported. Outcomes included no impact on health and no medical intervention. User support included a review of device-reported data and user guidance on monitoring and allowing time for automatic reconnection. Investigation of this case revealed a transient signal loss between the dexcom g7 and the ilet with subsequent automatic re-pairing, and no device hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal disruption consistent with environmental or connectivity factors.